Manufacturer narrative:
(B)(4).

Event description:
The patient presented to the clinic for a routine follow-up. Upon interrogation, the device exhibited noise on the atrial channel. No adverse consequences were reported. The physician will continue to monitor the patient.